Event description:
It was reported that the meter remote (mr) displayed incorrect insulin to carbohydrate (I:c) ratios. A family member noted that the pump displayed multiple and correct I:c ratios but the mr only displays a single ratio. She reported that the pump and mr are actively paired; the time and date are correct on both devices. The family member stated that the patient experienced blood glucose between 300mg/dl and 400mg/dl with mild ketones recently and alleged that the incorrect I:c ratios were the cause of the elevation. Customer support advised the family member that the patient could remain on the pump if the pump (and not the mr) was used for bolus calculations. This complaint is being reported because of the claim that the mr displayed incorrect I:c ratios and that an under delivery of insulin occurred as the result of alleged erroneous bolus settings on the mr.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. The meter remote was not returned with the pump for investigation. A test meter was used during investigation. Multiple ezcarb boluses were performed with the test meter and different times, and the meter accurately displayed the appropriate I:c ratio as programmed in the pump for each specified time. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).